Event description:
It was reported that the advance sling system (sst) was removed when the urethra was penetrated by the insertion needle and sling. The sling was removed in pieces through the urethra rather than withdrawing in order to avoid further urethral trauma. A new advance sling was implanted and a catheter was placed for couple of days to ensure proper urethral function. There were no further patient complications reported as a result of this event.